Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was not returned for evaluation. Therefore, no root cause can be determined.

Event description:
The customer reported that the vela comp d unit has yellow fluid coming out of the o2 cell. There is no patient involvement in this reported event.